Event description:
A 77-yr-old female run over by car. Sustained multiple (r) rib fx's and (r) hemopneumothorax. Right chest tube was placed and attached to chest drainage system. Chest drainage system has a valve between drainage unit and suction that maybe closed. Valve inadvertently left closed and pt went to CT scan. Pt was also intubated. Initial chest x-ray shows (r) pneumothorax. CT scan shows moderate to large right hemopneumothorax with leftward displacement of mediastinium. The valve being closed and the fact the pt was intubated increased size of pneumothorax and potentially lethal tension pneumothorax may have occurred.